Event description:
It was reported that the tip of the anchor shaft got broken. The broken piece was removed. No patient injury was reported. The procedure was finished with the same device.

Manufacturer narrative:
One suturefix ultra ahr s was returned for evaluation. Visual assessment of the device confirmed the reported breakage. The distal end of the fork has broken (approximately .430) off. The tines are splayed apart from each other. The broken portion of the fork is bent in multiple directions. Removal of the trigger assembly confirmed the fork shaft is bent at the break area. The break area shows signs of plastic deformation indicating excessive forces and torque was applied during use.